Manufacturer narrative:
Additional information: patient had a pre-existing condition of acute cholecystitis. The catheter was introduced percutaneously to the gallbladder. No further event/patient information was provided despite multiple attempts to obtain additional event and patients outcome details. Investigation/evaluation: the investigation performed for this complaint report included a review of complaint history, the device history record, documentation, drawings, instructions for use, manufacturing instructions, quality control data and specifications. A visual inspection and dimensional verification of the returned device was also conducted during the investigation. No issues were identified that are related to the reported complaint. One device was returned in the open and used condition. Trocar and obturator were in a needle protector and the metal stiffener was fully inserted inside the drainage catheter. The flexible stiffener was not returned. A visible bend was in the catheter/stiffener approximately 13 cm from the hub, and biomatter was visible on the catheter and through the side ports. Extreme force was necessary to remove the stiffener from the catheter, resulting in the catheter compressing axially to the point of extreme buckling and in-folding. The focal point of resistance was not at the bend site but at the distal tip of the catheter and stiffener. The outer diameter (od) of the catheter was below the lower limit of specification, and the combined components did not pass the functionality test. The inner diameter of the catheter tip was 0.036¿, slightly large but passing. The stiffener od was 0.0455¿, within specification. Complaint has been confirmed. While the stiffener appears to be stuck in the distal tip of the catheter, the root cause remains unclear. Although some dimensions after manufacturing, sale, usage, and return do not meet specification, we cannot definitively assert that the dimensions were out of specification at the time of manufacture. The instructions for use (IFU), states ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ the device history review revealed one nonconformance in which the hole was punched through and through in the sideporting. The non-conforming device was scrapped. Regarding dtn-19ut-32.5-lt-dgrm-b-10037, lot# sa7548643 had one nonconformance involving one unit that was scrapped for being cut too long, and lot# sa7552573 had one nonconformance involving 2 units that were reworked for ¿obturator hub missing pin.¿ component ult7.0-35-37cm-dm-hc5, lot# sa7500044, had no non-conformances recorded. A search of the complaints database revealed this to be the only complaint associated with the device's lot number 7650701. This is also the only complaint associated with component lot numbers sa7548643, sa7552573, and sa7500044. Based on the information provided and the results of our investigation, the root cause for this reported event could not be determined. Although the quality engineering risk assessment determined that no further action is warranted; measures have been initiated to address this failure mode. Monitoring will continue to be performed for similar complaints. The appropriate personnel have been notified of this event.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was undergoing a percutaneous cholecystostomy with placement of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The device was introduced through an unspecified approach with a stiffening cannula. Correct positioning was verified by ultrasound. The physician made an unsuccessful attempt to remove the cannula. The physician was unable to complete the procedure and the patient returned to the ICU for recovery. A repeat procedure to implant the device is being scheduled. No further information was provided. The device is anticipated to be returned for evaluation.